Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) while in use on the patient, the staff experienced a frequent "helium loss 2 alarm" on the pump. "Helium loss 2 alarm" occurred around once per 5 minutes, but the user continued to use the iabp while resetting the alarm. There was no report of patient complication or serious injury and death. Patient outcome reported as good. Additional information was obtained. The hospital continued to use the iabp despite the alarms. It was reported that the hospital had another backup device but it was being used on another patient therefore the device in question was continued to be used. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp helium loss alarm is confirmed by the service technician. A small leak was noted in the interface block. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) while in use on the patient, the staff experienced a frequent "helium loss 2 alarm" on the pump. "Helium loss 2 alarm" occurred around once per 5 minutes, but the user continued to use the iabp while resetting the alarm. There was no report of patient complication or serious injury and death. Patient outcome reported as good. Additional information was obtained. The hospital continued to use the iabp despite the alarms. It was reported that the hospital had another backup device but it was being used on another patient therefore the device in question was continued to be used. No harm to the patient was reported.